Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified diagonal off the lad. The vessel was extremely angulated. Another company's balloon was used to pre-dilate the lesion. The mini vision was advanced, but was unable to cross. As the stent delivery system (sds) was being removed, the stent dislodge inside the guide catheter. The guide catheter, guide wire and sds were removed as a single unit per IFU instructions. The lesion was rewired and another mini vision was used successfully to treat the lesion. There were no patient effects reported. The physician did not feel that there was a device issue, it was related to the difficult anatomy. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion - product performance engineering review the incident information. Factors that can affect stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Reportedly, the lesion in this case was extremely tortuous and calcified, which may have been a contributing factor in this case. Without the device to examine, a conclusive root cause for the reported discrepancies could not be determined.